Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on 28 august 2017.

Event description:
The patient presented in clinic following a vibratory alert. The device was interrogated revealing the device reached eri. Prior to device replacement the following day, the device was interrogated again and revealed a battery performance alert (bpa). The issue was resolved by explanting and replacing the device. The patient was in stable condition.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. No sources of high current were noted. The cause of the premature battery depletion was consistent with lithium (li) cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.